Manufacturer narrative:
H4: the lot was manufactured between august 26-28, 2023. H11: three (3) actual devices and two (2) photographs of samples was provided for evaluation. Visual inspection of the actual samples was performed and the reported issue was not easily identified by initial visual inspection. Visual inspection of the photographs did not easily identify the reported condition. Functional leak testing of the actual samples was performed and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.